Event description:
During an endovenous laser treatment, the physician used the wire provided in the kit to gain access and the wire broke off. Part of the wire remained in the patient in the varicose vein. The physician did not attempt to remove and did not indicate if she would be removing the portion of the wire guide from the patient. The patient's outcome is unknown as it was not provided by the reporter.

Manufacturer narrative:
(B)(4) separates. (B)(4) event is under investigation at this time.